Manufacturer narrative:
Batch review performed on 02 october 2018. Lot 092227: (B)(4) items manufactured and released on 23 september 2009. Expiration date: 201-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Clinical evaluation performed by medical affair manager on october 04, 2018. Femoral head and polyethylene double mobility liner revision occurred 9 years after primary implantation. According to the surgeon, the reason of this event is osteolysis. Osteolysis may be the consequence of polyethylene wear that is commonly seen and described in literature, however wear was not measured in this case and therefore correlation is not established. Preliminary investigation performed by r&d product manager on september 18, 2018 preliminary visual investigation on pe liner highlights ceramisis-like area extending from the polar region towards the equator. This suggests that the predominant wear mechanics was burnishing, which is also in line with the clinical outcome and reason for revision. Pe liner color is due to biologic fluids absorption and possible oxidation effects during the long term in-situ time. In-house visual inspection is suggested.

Event description:
During a routine follow up visit, the surgeon noticed osteolysis on the x-ray 9 years after the primary surgery. The surgeon revised the head and liner. The surgery was completed successfully.